Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, customer meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 3.7inr, customer meter and customer strips: 3.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Medwatch field occupation - the occupation is patient. This event occurred in (B)(6).

Event description:
The customer complained of questionable high inr results from coaguchek xs meter serial number (B)(4) compared to a coaguchek xs professional meter. The initial result from the meter was 6.5 inr. The result was unexpected and the customer repeated the testing. The repeat result from the meter was 5.7 inr within 10 minutes using a different finger. A nurse brought a coaguchek xs professional meter to the customer's home. The result from the coaguchek xs professional meter was 4.9 inr. The customer stated the result was "within a couple of hours" after her result. The test strip lot was unknown. There was no allegation of an adverse event. The customer has had no new medications or changes in medications. The customer had no known interferences. The customer's therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 29415110) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch field correction/removal number has been updated.